Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7089852/7090354.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of pain and superficial dehiscence were noted. The physician believed that the infection was not device related. The patient had been on three rounds of antibiotics and underwent an explant procedure. The explanted device components were retained by the medical facility and will not be returned.